Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event involved a 14" (36 cm) ext set w/1.2 micron filter, microclave® clear, clamp, rotating luer where a report stated that parts of the lipid line tubing breaking or leaking. The rn found lipid tubing at site near filter disconnected and broken off. Lipids were continuing to run but not going to patient. When found, lipids stopped, and the rest of the line was disconnected from the patient. There was patient involvement and no patient harm, but all patients did not receive their full doses of prescribed lipids.

Manufacturer narrative:
Received one used list# unknown, 250ml IV bag; lot# unknown --> one (1) used list# unknown, infusion set; lot# unknown --> one (1) used list# mc330310, 14" (36 cm) ext set w/1.2 micron filter, microclave¿ clear, clamp, rotating luer; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed at the inlet filter. The probable cause of the leak is from the temporary loss of hydrophobic properties during use. A device history report (DHR) lot# review could not be conducted because no lot number(s) was/were identified.